Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the 12 leads on the heartstart mrx did not connect. There was no report of negative patient impact.